Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a failed battery. It was also reported that insulin pump received a button error alarm and buttons were not responding. Insulin pump had a constant tone as well. Customer's blood glucose was 426 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also had intermittent button response due to corroded keypad traces. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No button error alarms noted. The insulin pump powered up properly after battery installation. No failed battery test noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No unexpected vibrating. The insulin pump had cracked case at the display window corners and minor scratches on lcd window.